Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient ((B)(6)) was no longer receiving leg stimulation following lifting a heavy object (date of event is unknown). X-rays revealed the scs lead had migrated. As a result, the patient underwent surgical intervention during which the lead was repositioned. Effective stimulation was restored following the procedure. The exact date of implant for the scs lead is unknown.